Manufacturer narrative:
The patient had additional discrepant gluc3 results on (b)(5) 2019 between the sample from a lithium-heparin tube compared to the sample from an edta tube from the same draw. The lithium-heparin tube results (containing a gel separator) were 35 mg/dl and 41 mg/dl. The result from a serum separator tube (also containing a gel separator) was 39 mg/dl. The edta tube result was 98 mg/dl and was believed to be correct. The customer also ran the 2 sample tubes on an accu-chek performa meter for troubleshooting purposes and obtained "low" results for the lithium-heparin tube and a "normal" result from the edta tube. The customer now thinks that the gel in the tubes has something to do with the issue. The incorrect results were not reported outside of the laboratory. Investigations are ongoing.

Manufacturer narrative:
The calibration and qc data are acceptable. A general reagent or hardware issue is excluded. A gammopathy cannot be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Originally documented the patient was taking celestone injections. It was clarified that the patient had not received celestone injections for 1 year prior to the event.

Manufacturer narrative:
Calibration and qc were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module between the sample from a lithium-heparin tube compared to the sample from an edta tube from the same draw. The initial result from the lithium-heparin tube was 27 mg/dl. The instrument auto-repeated the sample with a result of 25 mg/dl. The sample was repeated twice with results of 23 mg/dl with a data flag and 22 mg/dl with a data flag. The result of 27 mg/dl was reported outside of the laboratory where it was questioned by the physician. The edta tube that was drawn at the same time was run and the result was 91 mg/dl. The repeat result was 89 mg/dl. The results from the edta tube were believed to be correct. No adverse event occurred. The c501 module was (B)(4). The customer thinks the issue is related to this patient sample as they are not experiencing the issue with any other patients.